Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-aug-2023 one sample (model #mp5303-c, lot #23029080) was returned by the customer. It was reported by the customer that bdmaxplus would not flush. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a 10ml bd syringe, and attempted to be flushed with water. The set was unable to be flushed. The customer complaint can be verified. The sample was further examined under magnification where an occlusion can be observed near the female luer. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. A device history record review for model mp5303-c lot number 23029080 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: describe the event or problem: bdmaxplus would not flush. No known harm to patient, another one used without problems. 11th report for this product.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: describe the event or problem: bdmaxplus would not flush. No known harm to patient, another one used without problems. 11th report for this product.

Manufacturer narrative:
E.4.: the initial reporter also notified the FDA. Medwatch report # (B)(4). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.